Manufacturer narrative:
The insulin pump was received with full segment display due to faulty connector on the interface board. The insulin pump was unable to perform passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to full segment display. The insulin pump was received with cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from her insulin pump. The customer's blood glucose reading was 507 mg/dl. The customer stated that the whole screen was black. The customer stated that the pump was neither exposed to extreme temperatures nor direct sunlight. Customer was advised to discontinue use of the device and to revert to a backup plan.